Manufacturer narrative:
B3-date of event is estimated. The ipg was explanted and replaced due to ipg at eri. Therapy has been restored to the patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was still operable. However, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.